Manufacturer narrative:
The customer changed the sodium electrode. The field service engineer (fse) replaced two tubings in the rinse unit. He also rinsed the seals of the ion-selective electrode (ise) and the pinch tubing. The customer ran qc with successful results. The customer also performed a 30-replicate precision check using patient samples with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue. The investigation determined that the event was due to a mechanical leakage/seal.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for 100 patient samples tested on the cobas 6000 c501 module. The reporter was able to provide four examples of discrepant results. The initial results were not reported outside of the laboratory. Sample 1: the initial result was 203 mmol/l. The repeat result was 145 mmol/l. Sample 2: the initial result was 164 mmol/l. The repeat result was 138 mmol/l. Sample 3: the initial result was 182 mmol/l. The repeat result was 140 mmol/l. Sample 4: the initial result was 169 mmol/l. The repeat result was 142 mmol/l. The electrode lot number and the expiration date were requested but not provided.